Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 02sep2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. After the lesion was pre-dilated with an unknown balloon, a 2.75 x 12 synergy drug-eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good. However, returned device analysis revealed a stent damaged.